Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was damaged by the physician while removing the device for elective replacement indicator (eri). The lead was cut and replaced. No patient complications have been reported as a result of this event.